Manufacturer narrative:
A sample has been received for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the system primed and tuned successfully before surgery. During surgery, the surgeon could not aspirate. The fluid management system was exchanged and the surgery was completed. There was no clinically significant delay and no harm to the pt.